Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed due to a lack of sample. A patient contacted global technical services (gts) regarding assistance with ending therapy while using the homechoice (hc) during therapy. The patient stated they wanted to start over with new supplies because a supply bag fell and hit the floor. Root cause was determined to be the supply bag falling and disconnecting. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted global technical services (gts) regarding assistance with ending therapy while using the homechoice (hc) during therapy. The patient stated they wanted to start over with new supplies because a supply bag fell and hit the floor. Gts confirmed the patient was already disconnected and that all clamps were closed. Gts had the patient cycle power and the hc displayed "power restored". Gts then had the patient press "stop" and the down arrow to end therapy. No injury or medical intervention was reported.